Event description:
It was reported that this pacemaker had evidence of far-field oversensing during atrial tachy response (atr) episodes. There was also evidence of right atrial (ra) lead noise and an impedance measurement greater than 2,000 ohms. Technical services provided reprogramming recommendations. At this time, this device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had evidence of far-field oversensing during atrial tachy response (atr) episodes. There was also evidence of right atrial (ra) lead noise and an impedance measurement greater than (B)(4) ohms. Technical services provided reprogramming recommendations. At this time, this device remains implanted. No adverse patient effects were reported. Additional information received from the field indicates this pacemaker system has been explanted and replaced due to suspected subclavian crush. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been received for analysis. Once analysis is completed, a supplemental report will be issued with the product investigation results. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had evidence of far-field oversensing during atrial tachy response (atr) episodes. There was also evidence of right atrial (ra) lead noise and an impedance measurement greater than 2,000 ohms. Additional information later received from the field indicated this pacemaker system was explanted and replaced due to suspected subclavian crush. No additional adverse patient effects were reported. This device has been returned and analysis has been completed. This report has been updated with the product investigation results.